Event description:
Customer was hospitalized for dka. Troubleshooting performed and pump appeared to be functioning as designed. Customer experienced resistance when pressing plunger on reservoir. Customer also experienced problems disconnecting set from reservoir. Customer called back and stated that her md would like pump replaced.